Event description:
Lobectomy procedue. Sls55b4 dlu was attached, calibrated and fired. It partially cut and the staples did not form properly on the lung tissue. Oversewing was done to complete the case.

Manufacturer narrative:
Conclusions: device return anticipated but not yet received; no conclusion can be drawn at this time.